Event description:
During a pacemaker replacement operation, a fracture was confirmed in abbott¿s rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).